Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values 9 days after the sensor was inserted in an unknown insertion site. On (B)(6) 2024, the day of the event, the patient passed out while driving his car and hit the property of a person. This person called an ambulance, and when the paramedics arrived and a fingerstick was taken, the cgm reading was 74 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated with intravenous glucose treatment. The patient would have recovered at the scene of the accident because it was stated that the patient was not brought to the hospital. At the time of the report the patient was good and no injuries from the accident were reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.